Event description:
It was reported that tubing leakage of insulin was observed during use. Per reporter, the patient replaced the tubing and the issue was resolved. No patient harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.